Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of hospitalization was over 600mg/dl. The customer's most current level was 400mg/dl. Troubleshoot was conducted. The device passed testing and the customer was advised to monitor the device, and contact their healthcare provider regarding unexplained high blood glucose. The customer was advised to call back if issues persist.